Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during manufacturer on site visit that the most common damage seen on devices by customer biomedical engineering is damaged pressure sensors transducers on pump modules. No devices are available for return to manufacturer and no patient harm was reported.